Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, a missing set screw, and that the set screw was found in the connector bore.

Event description:
It was reported that the implantable pulse generator (ipg) was attempted, not implanted due to a damaged setscrew. The setscrew would not fit into the device. A different device was implanted and remains in use. No patient complications have been reported as a result of this event.